Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00537 and 9616099-2015-00538.

Event description:
As reported by the smart pms for sfa study, during the 2 year follow up stent fracture was observed in the two implanted smart iliac superficial femoral artery (sfa) stents (6x150 and 7x150). No treatment was provided. The two stents were placed on an unknown date without any problems. 2 years since the procedure, the stent fracture was observed by x-ray. The physician indicated that he thinks this event was not an adverse event or a malfunction of the stents. There was no treatment performed. The sales rep commented that the distally placed stent was fractured at 2 positions by x-ray data.

Manufacturer narrative:
As reported in (B)(4), two smart stents were noted to be fractured during the two year follow up of the patient. No treatment was required and there was no reported patient injury. The event involved a (B)(6) year old male patient who underwent successful implantation of two 120/150cm smart iliac sfa stents; a 7 x 150mm and a 6 x150mm; in a superficial femoral artery lesion. The target lesion was described as heavily calcified. Approximately two years later, the patient was undergoing a two year follow up and stent fractures were noted in both of the previously implanted smart stents on x-ray. The most distal stent was reported to be fractured in two areas. No reported patient adverse events were associated with the fractured stents and the patient did not require additional treatment. The patient was reported to be in stable condition. According to the physician, the event was not related to the malfunction of the stents. Procedural films of the index procedure and/or x-ray films were not available. The stents remain implanted in the patient and are thus not available for return to the manufacturer for analysis. A review of the manufacturing records, including extended review of the stent supplier, for these lots of products revealed that they met specification prior to release. Without the return of the devices for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) warn that the safety and effectiveness of the smart control iliac stent has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur and includes information that may also occur with the use of multiple overlapping stents. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00537 and 9616099-2015-00538.